Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is delayed in responding when pressed. Troubleshooting with tandem technical support was performed and the touchscreen was functioning as intended. There was no reported impact to customer's blood glucose level.